Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from toxic cobalt chromium metal debris, pain, discomfort, and inflammation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the liner. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 11/30/2015 pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported infection, clunk, click, and squeak. Infection is after revision and components are reported on com(B)(4), but stem is reported on this com. Medical records reported the cup was placed in the primary surgery at 30 degrees of anteversion, but was noted to not be optional position during the doi. Cup will be added for malposition. The revision surgical report noted the cup, liner and head were revised for liner moving and locking in a vertical position, metal liner rubbed femoral stem causing erosion, and significant amount of metal debris. Medical records also reported patient with click, clunk and squeak like a "screen door". There were no lab results for metal ion testing. Part/lot updated. The complaint was updated on: dec 16, 2015.